Event description:
It was reported that pump experienced malfunction. No notable events were reported before malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin by injection and continued using pump while planning to rely on injections and alternate method as needed, customer did not require help from a third party.